Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 105 units. The customer declined to reload the cartridge and will continue using the existing cartridge for insulin therapy. There was no impact to the customer's blood glucose level.